Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is not marketed in the us claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -18.00/3.0/104 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2018. Lens rotation not associated to a low vault was observed. Lens rotated clockwise 90 degrees after surgery. Blurred vision and change in the astigmatism axis were observed. On (B)(6) 2018 the lens was replaced for a same length lens positioned vertically; this resolved the problem. Cause of the event is reported as unknown.